Manufacturer narrative:
The inspection of the device by sorc also confirmed followings; the adhesive on the bending section rubber was missing. The watertightness of the switch on the control body is not maintained. The three switches on the control body were dirty. The angle lock knob on the control body was loose. There was a scratch on the control body. The light guide connector was scratched. There was a scratch on the surface of the light guide lens. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device defect of the circuit board in the connector of the device defect of the video processor if significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image did not appear. Then, olympus inspected the device at the service department of olympus service operation repair center (sorc) and found that the endoscopic image disappeared when the bending section was angulated. There was no report of patient injury associated with this event.